Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 mpxr 1177666 (for, hcp, dist): medtronic received information regarding a shunt for a non-communicating hydrocephalus space-occupying lesion (sol), right cerebellopontine angle (cpa), suspecting vestibular schwannoma procedure . It was reported that before use/installed, the nurse tested the valve, but instead of pumping water, only the air was coming out of the valve. This was tried several times. The procedure was completed with back up products from another hospital. There was a procedure delay of 180 minutes. The patient's status was alive-no injury.